Event description:
Related manufacturer reference number: 2017865-2019-02536. It was reported that the patient presented to the hospital for a lead revision procedure to address an unrelated lead anomaly. During the procedure, it was noted that the right ventricular (rv) lead adhered to the lead being removed. The rv lead was then removed as well. The patient was in stable condition.